Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626583) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included lower abdominal pain and pain. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in october 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion was added (B)(6)2008, previously in summons date of insertion was reported 2010. Most recent follow-up information incorporated above includes: on(B)(6)2019: medical record received. Lot number was added. Other health care professional was added. Date of insertion was updated. Concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626583) inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included cramp in lower abdomen and pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in october 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion was added (B)(6) 2008, previously in summons date of insertion was reported 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen and pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), fatigue ("fatigue"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hyst. (Full),salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, back pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, anaemia, blood disorder, cardiac disorder, fatigue, alopecia, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion was added (B)(6) 2008, previously in summons date of insertion was reported 2010. Plaintiff received treatment for apareunia, back pain, dysmenorrhea(cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(unspecified): result- unknown.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: apareunia, back pain, dysmenorrhea(cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, fatigue, hair loss, weight gain, psych injury were added. Surgery ablation was added to the event menorrhagia. Lab data was added. Event of "she did not undergo an essure confirmation test" deleted. On 22-nov-2019: fup 4 and fup 5 processed together as the source document was the same. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporters information were updated. Event: she did not undergo an essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen and pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression") and vaginal haemorrhage ("abnormal bleeding(vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hyst. (Full),salping.(bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, back pain, dysmenorrhoea, abdominal pain, female sexual dysfunction, anaemia, fatigue, alopecia, weight increased, depression and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, depression, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs date of insertion was added (B)(6) 2008, previously in summons date of insertion was reported 2010. Plaintiff received treatment for apareunia, back pain, dysmenorrhea(cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, blood/heart disorder, fatigue, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: pfs received : previously reported event "blood/heart disorder" and psych injury deleted, event "abnormal bleeding(vaginal), depression" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.